Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was not confirmed by failure analysis since the product was not returned. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be evaluated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the monopolar curved scissors (mcs) tip cover had a hole due to energy burning through it. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reported problem was detected during the procedure. There was no injury to the patient as a result of the failure. A backup instrument was used to complete the procedure, and operations continued as usual with the new instrument. No fragment fell into the patient's anatomy. The operation was delayed by 5 minutes due to the issue. The part number and lot number of the monopolar curved scissors (mcs) instrument are unknown. The instrument was not inspected prior to use, and there was no visible damage. The instrument tip was not in contact with tissue when the incident occurred, and the damage might have been caused by the bipolar instrument. No arcing was observed during the procedure. The instrument and associated accessory are available for return to isi for evaluation. Photos and/or videos of the event are for isi review.